Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22jul2015. The most recent revision of the heartmate ii instructions for use (IFU) rev. C. Section 1 of this IFU lists infection and hypertension as adverse events that may be associated with use of the heartmate ii lvas. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient with a chronic driveline infection with serratia, paroxysmal atrial flutter, hypertension, and latent tuberculosis who presented to the clinic with drainage and pain. The patient was scheduled for a driveline debridement on (B)(6) 2021. The patient did well with debridement, wound cultures postive for same chronic serratia infection. The patient had a coumadin/heparin bridge post-procedure. It was recommended to continue with cefepime following the culture results. The patient was discharged home with IV (intravenous) antibiotics. The patient has a follow up on (B)(6) 2021. No additional information was provided.